Manufacturer narrative:
Updated fileds: b4, e1(event site email), g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d9, h3 a getinge field service engineer (fse) troubleshot the issue via phone with biomed. Biomed was able to successfully calibrate the unit. All functional testing passed. The iabp was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) helium transducer not calibrating. No patient involvement and no harm reported.